Event description:
Information was received that reported a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the pt began experiencing elevated blood glucose on (B)(6) 2011. The next morning her blood glucose was still elevated and she began vomiting. She was admitted with a blood glucose >400mg/dl and was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.